Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/12/2020. Investigation summary: it was reported that the needle broke off. Sixteen unopened samples of product code eh7238, lot pmh969 were received for analysis. During the visual inspection of the samples, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. In addition, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use does contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pmh969, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. During the procedure, the needle broke off. The needle detached very easy, without applying force/traction to the needle. The needle was retrieved immediately. Nothing remained inside the patient. There were no adverse patient consequences reported. No additional information was provided.